Event description:
Inbound. Pump that was infusing veletri cadd cassette today started steady beeping then no disposable alarm, troubleshooting did not resolve alarm, when same cadd cassette placed on backup pump alarmstarted in stop mode with steady beeping, unresolved. No further details provided.